Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menses irregular, dysmenorrhea and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy/bilateral salpingectomies with essure coil removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: cystectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: uterus and cervix, hysterectomy: mild chronic cervicitis and secretory endometrium. Leiomyomata. Fallopian tubes, resection: normal fallopian tubes. Right oophorectomy: hemorrhagic corpus luteum cyst. Clinical history and preoperative diagnosis: pelvic pain in female, dysmenorrhea. Gross description: the specimen is submitted in a container labeled as bilateral fallopian tubes essure coils on the accompanying protocol and bilateral fallopian tubes with on the specimen container. The specimen is submitted in formalin and consists of two tan-pink fimbriated fallopian tube each with a gray metallic coil device. The first fallopian tube measures 5.0 cm in length and 0.5 cm in diameter. It contains a gray metallic coil device measuring approximately 15.2 cm in length and 0.2 cm in diameter. It also displays three paratubal cysts measuring up to 0.4 cm in greatest dimension. The second fallopian tube measures 5.9 cm in length and 0.7 cm in diameter. It contains a gray metallic coil device measuring approximately 13.6 cm in length and 0.2 cm in diameter. The indication for this exam was pelvic pain. [Ultrasound scan vagina] on (B)(6) 2020: indications; pelvic pain; cervical evaluation; the cervix appeared normal. Exam types: transvaginal gyn (76830). General comment: seen for pelvic ultrasound due to pelvic pain. The uterus is of normal size and contour. Bilateral essure coils are seen in the cornua of the uterus. The bilateral ovaries appear normal quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, patient information, medical history, lab data, indication, removal date, event onset date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.